Event description:
Customer had issues with estradiol results during one weekend. She reported an estradiol result of less than 5 pg per ml for a (B) (6) female pt. The initial result was accompanied by a less than test data flag. The nurse requested the sample be rerun. The same sample was rerun on the same instrument and yielded 171.7 pg per ml. The pt is currently undergoing invitro fertilization at the fertility clinic. Customer is uncertain if the pt is pregnant. The serum sample was spun for 10 minutes at 3000 rpms in a bucket centrifuge and customer had checked sample integrity. Customer stated pt was not adversely affected. The field service rep determined an obstruction in the p nozzle was the cause and replaced p nozzle, sipper probe, tubing, and seals. He also performed probe alignments and verified analyzer operation using performance tests.